Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned yet.

Event description:
It was reported that during the procedure the guidewire was found to be kinked and not able to be used. Another guidewire was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged aspiration issue as no objective evidence has been provided to confirm any alleged deficiency with the device. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: this IFU warns: do not use the catheter if there is any evidence of mechanical damage or leaking. Accessories and used in conjunction with this device should incorporate luer lock connectors. Avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edge atraumatic clamps or forceps. Avoid perforating, tearing or fracturing the catheter when using a guidewire. Prior to beginning placement procedure, do the following: examine package carefully before opening to confirm its integrity and that the expiration date has not passed. The device is supplied in a double sterile package and is non-pyrogenic. Do not use if package is damaged, opened or the expiration date has passed. (Product is) sterilized by ethylene oxide. Do not resterilize. Inspect kit for inclusion of all components. Do not use the catheter if there is any evidence of mechanical damage or leaking. Avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumens. If sutures are used to secure the catheter, make sure they do not occlude or cut the catheter. Percutaneous technique: straighten ¿j ¿ tip of guidewire with tip straightener and insert tapered end of tip straightener into the needle. Tip straightener should not be advanced over the guidewire beyond the guidewire tip. Caution: do not insert guidewire beyond the bevel of the needle while removing straightener from the needle hub in order to prevent guidewire damage or shearing. Remove the tip straightener and advance the guidewire into the superior vena cava. Advance the guidewire as far as appropriate for the procedure. Verify correct positioning radiographically. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during the procedure the guidewire was found to be kinked and not able to be used. Another guidewire was used to complete the procedure. There was no reported patient injury.